Manufacturer narrative:
The field service visit was cancelled by the customer and no parts will be returned for evaluation. The root cause has not been identified. (B)(4).

Event description:
A nurse reported that during cataract surgery a system message occurred which they were unable to resolve. The system was exchanged and the surgery was completed. A 2 hours delay occurred. It was reported that the pt did not experience any harm or injury from the delay.